Event description:
It was reported that the patient recharged one day in the last month and it ¿literally burned the skin off.¿ it was noted the patient recharged normally during the day and she didn¿t even notice that it was burning the skin. It was noted the patient didn¿t recall seeing any warning screen. The reporter noted the patient notified her personal care provider but said they didn¿t really say anything about it or provide any medical direction. It was noted the patient took care of it herself. The reporter noted the patient had recharged since then, but needed to be careful as the area was sensitive. It was also reported there was a burning sensation at the battery pack and the patient thought it was leaking. The reporter stated the patient noticed it last month after the burning incident while recharging. It was noted the implantable neurostimulator (ins) was sensitive since implant and that the patient was told it was normal. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information stated the patient was getting more agitated around the ins. It was also reported the patient had been burned twice while recharging her ins and that it took her skin off. It was stated the patient had trouble recharging due to pain in the area and because it was burning the area even more. Additional information reported the patient experienced a burning sensation while recharging and that it started within 10 minutes of beginning the recharge session. It was further reported the patient experienced a warm sensation in or around the ins pocket during recharging. It was stated there was some skin discoloration and that it looked like small circles, not like the outline of the recharger antenna. It was noted the patient just sat while recharging her ins and that she did not recharge while lying in bed or sleeping. It was reported that interrogation of the patient's recharger found the highest recorded recharger temperature was 36.9 degrees celsius. It was noted the recharger was programmed to shut off automatically at 38.3 degrees celsius and the recharger would provide an error code if the antenna temperature function was not working. It was stated the patient did not report any error codes. It was noted recharging information was not available past two days prior to initial report. Impedance testing found normal impedances. It was reported the patient's condition began following a fall. It was stated the patient had fallen about three weeks prior to initial report and had landed right on top of the ins. It was reported that since the fall the patient had felt a tingling sensation at the ins and issues around the ins. It was also reported the ins would move around in the pocket since the patient's fall. Additional information stated reprogramming and impedance testing was completed successfully.&#55305;t was noted the patient was given adhesive stick pads for recharging efficiency. Please see manufacturer report #3004209178-2014-03791 for the initial report regarding the patient's ins movement. All additional follow-up regarding that event will be completed as part of this report.